Event description:
During ureteroscopy/extra corporeal shock wave lithotripsy/stent placement, balloon end of microvasive catheter broke off. Balloon remains in patient. Physician to monitor need for additional ureteroscopy with extraction.